Manufacturer narrative:
Final analysis showed the lead had no significant anomalies. The proximal end of the lead was stretched, however continuity was acceptable, and no shorts were found.

Event description:
It was reported that the patient had surgery to remove a blot clot. The location of the clot was unknown. It was stated, the leads were left in place. The reporter stated that the patient was in "extreme pain" after the surgery. The day after surgery, it was stated that the health care provider (hcp) ordered a computerized tomography scan. The reporter stated the patient was in stable condition, but had pain at the lead location.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37746 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n305893, implanted: 2012 (B)(6), product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.